Event description:
Experienced extreme recurring infection in eyes. Lots of pain, sensitivity to light, discharge. Problem recurred, and was treated for severe eye infections. I use contacts, and have been using bausch & lomb moistureloc. I have the original packaging. Event abated after use stopped.